Event description:
It was reported that pump experienced malfunction alarm malf 16 with no events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, provided instructions for storage mode, pump return, reprogramming pump settings, and reconnecting cgm, and later informed customer of shipment status and tracking information, which customer understood and acknowledged.